Event description:
It was reported that the pump casing was damaged preventing the customer from installing or removing cartridges from the pump. Additionally, it was reported that the cartridge was leaking insulin from the septum. Reportedly, customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10.